Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(6) nj has been listed in sections manufacturer name, city, state and MFR site. As (B)(4) is an OEM manufacturing site. Lot #: batch 220406 does not exist for material 368774. Medical device expiration date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum, the device experienced erroneous results and poor separator movement. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: discrepancies occur in repeat measurements of troponing. After centrifugation, the separation between blood and serum is not optimal, there are streaks of gel in the serum. Lot 220303 und 220406 does not match in the system.

Manufacturer narrative:
Correction: MDR reported 220406 was not manufactured for this product, it is, however, since it is OEM there is no report of expiration or manufacture dates. D.4. Medical device lot #: 220203. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. D.4. Medical device lot #: 220406. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown . H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples were further evaluated for poor barrier separation and erroneous results (due to fibrin affecting troponin) and all samples performed as expected. We checked thrombin strength (titer), draw volume, gel quantity and gel movement of lot numbers 220303 and 220406. All samples tested within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided. All testing performed on retention samples was satisfactory. Bd was unable to confirm this complaint for erroneous results (due to fibrin affecting troponin). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum, the device experienced erroneous results and poor separator movement. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: discrepancies occur in repeat measurements of troponing. After centrifugation, the separation between blood and serum is not optimal, there are streaks of gel in the serum. Lot 220303 und 220406 does not match in the system.